Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 20101238/20425598.

Event description:
It was reported that the patients spinal cord stimulator (scs) system was not helping with patients pain. All device components were explanted and will not be returned.